Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient experienced headaches. The physician believed that the headaches were caused by the leads. Therefore, the patient was explanted of both of their leads. No malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was doing well post operatively. Additional suspect medical device component involved in the event: model #: sc-2218-70, serial # (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.